Event description:
Lead noise seen on multiple episodes on home monitoring. Rv threshold unsuccessful multiple times since (B)(6) 2024. In office testing showed low sensing amplitudes. X-ray was recommended and further discussion with physician. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.